Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, about an hour into a colectomy procedure the device gave an u504 probe damage error message. The device probe broke off outside the patient at the time the device was being withdrawn from the patient. A second device was opened and used. The second device also broke but the circumstances of the break are not known. No broken pieces fell in the patient. The procedure was completed with a third device with a delay of 15 minutes. There is no adverse impact or harm to the patient. The intelligent tissue monitoring (itm) was turned on as usual and kept on during the procedure. The user understands the functionality of itm, which is that itm is a support functionality and may not always detect the cut tissue.

Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. Upon inspection of the device, it was observed that the probe was not broken off or cracked. The grasping section was detached from the shaft. The pin in the distal end of the shaft was not detached from the grasping section. The distal end of the shaft portion became wider. There was a scratch on the distal end of the probe. There was no scratch on the grasping section. Replication testing was carried out to replicate the detachment of the grasping section from the shaft by using an olympus tb-0535fcs (lot number 23k18). After applying an excessive force to the shaft in the direction for opening, the grasping section was detached from the shaft. Probe check was implemented. The output activation presented no abnormalities. The exact cause of the detached grasping section could not be determined. However, based on the result of replication testing, a likely reason for the detachment of the grasping section might be the following: an excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. The circumstances surrounding the event (the reason why a force was applied to the grasping section) are not known. A likely mechanism causing the reported probe damage error might be the following: 1. During output in seal and cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2. A scratch was generated on the probe, and the probe damage error was detected.